Manufacturer narrative:
See MFR: 3012307300-2017-01771 (same patient). (B)(6).

Event description:
It was reported that the cuff of a portex® bivona® adult tts¿ tracheostomy tube was "pierced". The patient had returned home from the hospital with the tracheostomy tube. Seven days later, the cuff was pierced. The tracheostomy tube was replaced. No injury was reported.